Event description:
Additional information noted that the helix was damaged.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the epicardial lead, it was noted that the helix was completely mispositioned. The lead was not used and was replaced. The patient was in stable condition throughout the procedure.